Event description:
It has been reported to co that the occlusion balloon deflated unexpectadly during the procedure. The physician inserted the occlusion balloon wire into the pt and advanced forward and the wire would not cross the lesion. The physician removed the occlusion balloon wire and inserted a pre-dilitation balloon and inflated it to 8atm to dilate the vessel. The physician deflated the dilitation balloon and removed it from the pt. The physician inserted the occlusion balloon wire and passed the lesion site and inflated the balloon to 6mm to occlude the vessel. The physician inserted the stent delivery catheter and placed a stent. The physician then removed the stent delivery catheter and the occlusion balloon had deflated unexpectedly. The physician inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the device and replaced it with another to complete the case. The pt is reported to be fine.